Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the cassette after ending the patient's pd treatment. The pdrn reported receiving an air detected in cassette alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a puncture in the cassette. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn also wanted to know why the cycler would empty the heater bag (hb) and not refill using the solution bags on the side. Per the pdrn, it appears it gets stuck so they have to end the treatment early. Per the pdrn, no messages or alarms when the issue occurs. The pdrn requested a replacement cycler due to the issues. Technical support provided alarm criteria and advised the pdrn that its best to do live troubleshooting and to call back when the patient is connected. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the cassette after ending the patient's pd treatment. The pdrn reported receiving an air detected in cassette alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a puncture in the cassette. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn also wanted to know why the cycler would empty the heater bag (hb) and not refill using the solution bags on the side. Per the pdrn, it appears it gets stuck so they have to end the treatment early. Per the pdrn, no messages or alarms when the issue occurs. The pdrn requested a replacement cycler due to the issues. Technical support provided alarm criteria and advised the pdrn that its best to do live troubleshooting and to call back when the patient is connected. Additional information was requested, however to date has not been provided.